Event description:
Additional information was received from the healthcare provider indicated that the patient would be having another dye study performed today. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID: 8784; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: catheter; product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: catheter; product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, lot#/serial#: (B)(6), ubd 2021-03-11, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that back in (B)(6) she noticed they pulled out more drug than expected at her refill. Per the patient they needed to get a 2nd syringe to fill it (unk if ml or what measurement) but she thinks it was expecting 2 and pulled out 20 or something. A printout of bolus use was done at that appointment. The patient also stated that the catheter had been replaced in (B)(6) 2020 because the tube was blocked. At the patient¿s last refill there was also a volume discrepancy, (B)(6) a dye study was performed with no issue found. The patient stated she uses all of her boluses everyday and tracks in a diary. The patient wonder if the pump was just not giving her boluses because she can¿t feel a change after delivering them. The patient also mentioned a surge of pain after being off meds from surgery and that she does take supplemental medicine to control pain. The patient¿s next appointment was in november. No further complications were reported regarding the event.

Manufacturer narrative:
Concomitant medical product: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the fill volume at the refill before the volume discrepancy was normal and expected. There was no cause for the volume discrepancy provided. A catheter dye study was done which was normal and the logs showed no stalls noted. The pump was not explanted as the patient got some relief from the therapy.

Event description:
Additional information received from the consumer on 2021-mar-24 indicated that the patient's pump was revised in 2019 because "the pump seemed to be moving, slipping around inside." She stated the pump had become "unattached." She noted this was resolved by reattaching the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 1.0 mg/ml of morphine at 0.2419 mg/day via an implantable for non-malignant pain. It was reported the patient was having a magnetic resonance imaging procedure (MRI). The patient was unsure of the reason of the MRI. The patient then stated they were not sure if the MRI would show if the catheter was properly seated or if their spine had changed. The patient thought something might possibly be wrong with their catheter because their pain had gradually increased substantially since it was originally implanted and they had a resection of their pump in (B)(6) (2019) to reposition the pump. The increased pain started in (B)(6) 2019. No falls or trauma were reported. No other interventions were mentioned. The situation was being addressed by the patient's healthcare provider. No further complications were reported or anticipated.